Manufacturer narrative:
Additional information b5, d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an af procedure, when performing transseptal puncture and aspirating, the sheath pulled back air and blood. It was alleged that the valve of the sheath was leaking. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Event description:
During a procedure, when performing transseptal puncture and aspirating, the sheath pulled back air and blood. It was alleged that the valve of the sheath was leaking. The sheath was replaced and the procedure was completed with no adverse patient consequences.